Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. The device has been sequestered and will be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation and should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the customer's reported problem of channel a over infused on an unspecified date could not be confirmed because the accuracy testing could not be performed due to the damaged pump head module (phm) caused by fluid ingress. A phm damaged due to fluid ingress could cause an over-infusion. The cause of the damaged phm was definitively identified to be due to fluid ingress. A device history review was performed and no abnormality was noted. A service history review was performed and the device had not been serviced by baxter.

Event description:
A baxter sales representative (bsr) reported an incident involving a colleague triple channel pump in which channel a over infused on an unspecified date. The drug was angiomax, a thrombin inhibitor, used during a patient cardiac catheterization. During a follow up call on (B)(6) 2011, the facility nurse provided the following information: the male patient was undergoing a procedure at the catheterization lab involving catheterization via the femoral artery. As a part of the procedure, angiomax, a thrombin inhibitor, was administered via the colleague triple channel device. The medication dosing is programmed based on the patient's weight, usually at 37cc/hour and to infuse over 30 to 60 minutes. At the time of the event, the infusion was completed within 10 minutes and the pump alarmed "air in line" on channel a. The nurse indicated the infusion bag was empty and he shut the device off. He rechecked the physician's order and the programming of the device. The program was correct. He attempted to turn the device on and channel a alarmed at each attempt. The facility has continued to use the device, utilizing channel b and c, as this is the only colleague device the facility has. The nurse indicated he is not sure what interventions were required for the patient, however, the patient was maintained in the clinic, lying flat for 8 eight hours to ensure no bleeding occurred. Typically, the catheter remains in place for 90 minutes after a procedure prior to removal to ensure bleeding does not occur.